Manufacturer narrative:
(B)(4). Date sent: 8/15/2023. D4: batch # 238c44. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot#238c44 history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing. Additional information was requested and the following was obtained: 1. Could you please provide more details for "echelon flex misfired"? No, I wasn¿t present and this is what the customer told me. 2. Did the device deliver any staples? Yes, some. 3. If yes, were the staples formed properly? No. 4. If yes, was the staple line complete? Not sure. 5. Did the device cut? Not sure. 6. If yes, was the cut line complete? Not sure. 7. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Not sure. 8. Was there any difficulty opening the device? Yes. Device was very stiff and difficult to open. 9. If yes, how was the device removed from the patient? Opened eventually. 10. If yes, did the jaws eventually open? Yes. 11. Could you please clarify how long was the delay (hours/minutes)? Not sure. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an left hemicolectomy procedure, the device misfired. Another device was opened to complete the procedure. The procedure was delayed for an unk amount of time. No patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 10/24/2023. D4: batch # 131c36. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ec60a device was returned with the jaws and closure trigger in the closed position. Also, the knife was noted partially advance, the red manual knife reverse button was activated and the knife returned to the home position as expected and one gst60w reload loaded on the device. The reload was received partially fired 1/3. The device was tested for functionality in the articulated position with the returned reload by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties noted during the functional testing, the device opened and closed as expected. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. The event of difficult to open could not be confirmed as the device opened and closed without any difficulties noted. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: if the jaws do not automatically open after the anvil release button is pressed, first ensure that the knife is in the retracted position by verifying that the stroke count indicator displays ¿0¿ and knife direction indicator points towards the proximal side of the instrument, or that the knife blade indicator is in the home position. If the stroke count indicator or knife blade indicator is not in the home position, push the red manual knife reverse switch downward to reverse the knife motion and squeeze the firing trigger, completely until it rests on the closing trigger. Press the anvil release button. If the jaws do not open at this point, then gently pull the closing trigger, upward (away from the handle) until both firing and closing triggers return to their original positions. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 131c36, and no non-conformances were identified.